Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: was observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: creases are observed. Wear abrasion is observed. Black particles were observed on the gel. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: h.3, h.6.